Manufacturer narrative:
Device received with intermittent button response due to flattened dome switches. Unable to perform self test and displacement test due to flattened dome switches. No stuck button alarm noted during testing. No frozen screen anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was no response from any button. The customer¿s blood glucose level was 297 mg/dl. The customer stated that they monitoring the insulin pump for 2 hours and frozen display recurred. The customer also stated that the insulin pump screen was not completely blank. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.